Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a change in therapy effect; the pt was "hypotonic." This was noted following a refill session when a bridge bolus and a dose increase were programmed. The pt's dosage was changed from baclofen 500 mcg/ml at 90 mcg/day to baclofen 2000 mcg/ml at 110 mcg/day. It was believed that during the bridge bolus, the old drug desired dose was programmed to 110 mcg/day. It was thought that the hcp brought the pt back and updated the dose after the bridge to 96 mcg/day. It was later reported that the pt's pump was turned down to minimum rate and was observed. The pt "returned to baseline without any other issues."